Manufacturer narrative:
Full patient identifier is case-( B)(6). Customer telephone number is (B)(6). The access sars-cov-2 igg reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2020 the customer reported non-reproducible erroneous negative sars-cov-2 igg (access sars-cov-2 igg assay, part number c58961 and lot number 971197) were generated on the customer's unicel dxi 800 access immunoassay analyser (part number 973100 and serial number (B)(4)) for two patients. The customer did not indicate whether the results were released from the laboratory. There was no report of change to patient treatment or management in association with this event. The customer reported obtaining different results on different days when the patient samples were tested using different methodologies and also at a different laboratory. See "relevant tests/laboratory data, including dates" section for testing details. System performance indicators such as system check, quality control and calibration were all passing within specifications at the time of the event. There were no hardware errors or other assay issues reported in conjunction with this event. Sample collection and processing information such as sample type, volume collected, storage and handling conditions such as temperature and centrifugation time and speed, or other sample processing information was not provided.